Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) analyzed device episode data and found that this occurred while programmed in the primary vector. The patient was further tested in clinic, and it was discovered that the device had migrated. Reprogramming to the alternate vector was done. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) analyzed device episode data and found that this occurred while programmed in the primary vector. The patient was further tested in clinic, and it was discovered that the device had migrated. Reprogramming to the alternate vector was done. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, the smart pass feature of this s-ICD system became disabled due to low amplitude signal. This device delivered another inappropriate shock due to oversensing while programmed in the alternate vector. It was noted that this patient has separate recording device implanted as well as medication management. Ts provided troubleshooting recommendations including reprogramming and possible revision. No additional adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this s-ICD system was explanted because of multiple inappropriate shocks. The system was replaced with a non-boston scientific product. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.